Manufacturer narrative:
A visual evaluation of the returned device found that the stent was broken at the proximal barb. The investigation concluded that using snare is a standard biliary stent removal technique. Force on a snare wire can cut or tear the stent during the removal procedure. The damages on the stent were located in the proximal side of the stent where the snare wire is typically placed to grab the stent. The failure modes most likely occurred during the stent removal. Therefore the most probable root cause is "operational context." A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that an advanix¿ biliary stent implanted in the common bile duct of a patient on (B)(6) 2016, was scheduled to be removed during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed (B)(6) 2016. According to the complainant, during the procedure, when the stent was removed with the use of a snare, it broke into two pieces. Both broken pieces of the stent were completely removed using a snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4) although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent implanted in the common bile duct of a patient on (B)(6) 2016, was scheduled to be removed during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed (B)(6) 2016. According to the complainant, during the procedure, when the stent was removed with the use of a snare, it broke into two pieces. Both broken pieces of the stent were completely removed using a snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".